Event description:
During a clinic visit, the patient device was interrogated and found to havemultiple pump stoppages, essentially while on the power base unit. His heartmate ii drive line was x-rayed and found to have no defects. Patient was admitted.